Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle, the user identified difficulty activating the safety feature. The following information was provided by the initial reporter. The customer stated: it was reported that does not retract and needle was bent. Issue retracting the needle.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields have been updated with additional information: b.5. It was reported when using the bd vacutainer® eclipse¿ blood collection needle, the user identified difficulty activating the safety feature. The following information was provided by the initial reporter. The customer stated: "it was reported that does not retract and needle was bent. Issue retracting the needle." H.6. Investigation summary: "material #: 368607. Lot/batch #: 1285361. Bd received 24 samples and 5 photos for investigation. The photos were reviewed and the customer¿s indicated failure modes for bent cannula and hole in cannula were observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure modes for bent cannula and hole in cannula with the incident lot were not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure modes bent cannula and hole in cannula. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle, the user identified difficulty activating the safety feature. The following information was provided by the initial reporter. The customer stated: "it was reported that does not retract and needle was bent. Issue retracting the needle."